Manufacturer narrative:
Zoll medical corporation evaluated the device. Logs were reviewed for the reported incident service required (error 209). The device may get this error when the lid is closed if the pad set is not positioned carefully in the lid. The pads were not returned for evaluation.the device was put through extensive testing including functional stress testing without duplicating the report. The customer report of service required prompt/error code 0x209 is closed as no fault found. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a "release shock" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.